Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that at the time of performing the meniscal suture surgery, the gray cannula was inserted to pass the fast-fix 360 point that was left at 16mm, before placing the first suture the t1 came out on its own without activating the suture, we proceeded to withdraw the fast fix 360 of the joint, and at this moment the t2 was deployed, completely losing the operation of the fast fix. Everything was removed with a clamp. A backup was available to complete the procedure with no other complications. Patient's condition is stable. There was a no significant delay. Patient¿s condition is stable. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10 h3, h6: the device, used in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection was performed on the product. The suture with the two attached anchors was returned. The suture and anchors were detached from the unit. The depth limiter button was not in the default position. The deployment needle was in the t1 position. A functional evaluation was performed. The deployment needle functioned as designed. The reported failure was not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. Based on the information provided, a backup was available to complete the procedure with no other complications. Since it was reported the patient's condition is stable and there was a no significant delay, no further clinical/medical assessment is warranted at this time. No containment or corrective actions are recommended at this time.